Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient experienced being very tired, lethargic, out of it, and was confused. The cgm reading was high at that moment and when a fingerstick was taken the blood glucose reading was 232 mg/dl. The patient´s husband drove the patient to ER around 12:30¿1:00 pm, and when at the ER, the cgm reading was low, and the blood glucose reading was 97 mg/dl and 139 mg/dl. Despite repeated calibration attempts, the cgm did not accept calibration inputs or correct its readings. No information regarding possible medication was reported. The patient remained in the hospital until approximately 5:30 ¿ 6:00 pm. A new sensor was inserted after discharge, which immediately functioned correctly and provided accurate readings. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented, and the patient declined to provide further information. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b and c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.